Manufacturer narrative:
E1. Initial reporter facility name: jilin provincial cancer hospital (high-tech campus) investigation summary: "material #: 301746. Lot/batch #: 3357529. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, the sleeve covering the non-patient cannula failed to recover the cannula during a tube change resulting in blood leakage. No impact was reported.